Event description:
I had beast implants in 1986 with 2 revisions between then and 1994 due to contractures and ruptures. I was diagnosed with chronic fatigue and fibromyalgia in 1995. It was in remission until around 2013. In 2014, a blood test indicated elevated ana, which is present in autoimmune diseases such as lupus, ra, etc. I was sent to a rheumatologist who diagnosed chronic fatigue and fibromyalgia. The symptoms were a reoccurrence from 1995. The symptoms were continually getting worse so I was referred to numerous specialists, which were unable to pinpoint the cause. My symptoms include various radiculopathies, joint pain, unexplained nerve pain, brain fog, dizziness, clumsiness, etc. My symptoms resulted in being tested for ms. I have seen 3 neurologists, an im, a rheumatologist and endocrinologist. A neurologist suggested that I may be a victim of breast implant illness and referred me to a plastic surgeon. The examination revealed that my implants were ruptured and I had them removed (B)(6) 2017. Both implants had large capsules and both showed extravasation of silicone. The right implant's silicone was mostly outside of the case, which presented a high probability of migration throughout my system. Decalcification was required as the capsules were calcified. I believe the rupture of the implants and the extravasation of silicone from the case into my tissue is the reason for my health problems.